Event description:
It was reported to philips by the biomed that the heartstart xl+ defibrillator was not recognizing the external paddles. There was no patient involvement. The results of the functional testing by the biomed indicate an external paddles failure. Based on the information available and the testing conducted found the cause to the reported problem was an external paddle failure. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the external paddles requires replacement. It was replaced and device passed all testing. The device was put back into service. It has been concluded that no further action is required at this time.